Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap was oberved to have stripped threads and was unable to fully attach to the pump; a power loss was observed during testing. The pump was exercised for 24 hours using a test battery cap with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. (B)(4).